Event description:
Plaintiff alleges suffering from type-I latex allergy as a direct & proximate result of continued & repeated use of latex gloves. Further alleges that as a result of sensitization, she is at risk for an anaphylactic reaction & suffered hand sores, hives, dermatitis, runny eyes & nose, great despair & loss of enjoyment of life. Plaintiff, the spouse of plaintiff, & the children of plaintiff allege loss of consortium, love, advice & companionship of plaintiff.